Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump functioned properly. However, the insulin pump had corroded keypad traces. No ramping numbers noted on the display. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, severe scratches on display window, loose/shifted end cap sticker and cracked case near display window corner noted.

Event description:
It was reported that the numbers on the insulin pump were ramping up or the scroll bar was moving up or down with no input from the user during normal use. There was also stated to be a crack in the case, next to the display. The customer's blood glucose was not known. Nothing further was reported.